Event description:
Safety cover of lifeguard non-coring safety infusion set (lnsis)needle failed to remain engaged after use and resulted in health care provider needle stick. Further evaluation of functionality of all similar devices reveals that it is easily retractable- may slip and expose a used needle prior to safe disposal. We are concerned that this is a problem of design of the lnsis needle.====================== health professional's impression======================safety guard disengages -- not locking in place over needle.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.